Manufacturer narrative:
.

Event description:
The healthcare provider, via the manufacturer representative, reported the patient had a battery replacement 4-5 months prior and in (B)(6) 2015, the incision site became infected. The incision was opened to clean and was closed. The patient was treated conservatively with antibiotics. In (B)(6) 2016, the patient reported to the accident and emergency department with an obvious abscess at the pocket site. An incision was made and the abscess was drained. Later, the patient went to the hospital with a "very small pin hole" at the end of the incision, which was oozing pus. This was treated with a two week course of augmentin and the patient was systemically well. As of (B)(6) 2016, after an ultrasound, there was no sign of infection in or around the site of the implant and lead. The customer did not think it was related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.